Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator interface board was re-seated during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4)

Event description:
It was reported that the 9900 system had a charger failure error message at boot up. No pt injury was reported.